Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This record is for left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported "they are having some pain in their breast and under arm pits, discovered that one of their implants had two internal layers broken, and thinks the risk is too high to have implant replaced". Patient also reported "joint inflammation" which is not device related. Device remains implanted. Affected side is unspecified.